Manufacturer narrative:
Electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device evaluation of monitor sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacture date: monitor: 12/30/2015, belt: 04/10/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious at the time of passing. Review of the download data, indicates the patient received four shocks in response to oversensing of low cardiac signal. The patient was in asystole at the time of all four treatment shocks at 12:07:04 am, 12:07:29 am, 12:07:57 am and 12:08:24 am. The patient's post shock rhythm for all of the shocks was asystole. The response buttons were not pressed during the event. The patient was last seen in asystole. The patient passed away on (B)(6) 2019. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.